Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5077086) on 18-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower stomach pain"), fatigue ("fatigue") and loss of consciousness ("blackouts") in a female patient who had essure (batch no. 955815) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sulfonamide allergy. Concomitant products included polycarbophil calcium (fiber), vitamin b and vitamin d nos. On (B)(6) 2012, the patient had essure inserted. In 2018, the patient experienced abdominal pain lower (seriousness criteria disability, medically significant and intervention required) and arthralgia ("rheumatic-like pains in joints"). On an unknown date, the patient experienced fatigue (seriousness criterion disability), pyrexia ("fever without any clear reason (not every day, but maybe 40-50% of the time)"), hypersensitivity ("new allergies nos") with rash, asthma and gluten sensitivity, premenstrual syndrome ("pms") with migraine and panic attack, dysmenorrhoea ("period was extremely painful"), ovulation disorder ("soon ovulation"), neuralgia ("nerve pains"), tachycardia ("tachycardia"), migraine ("lots of migraine attacks"), dry mouth ("dry mouth"), tooth disorder ("dental problems"), dry eye ("dry eyes"), mood swings ("mood swings"), cognitive disorder ("cognitive problems"), feeling abnormal ("brain fog"), vision blurred ("blurred vision"), loss of consciousness (seriousness criterion medically significant), gait deviation ("could not wald straight"), muscular weakness ("could not run, as my feet would not carry me"), disturbance in attention ("hard to concentrate"), adenomyosis ("adenomyosis in uterus") and endometrial thickening ("uterine wall thicker than normal"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, neuralgia, tachycardia, arthralgia, feeling abnormal, vision blurred and gait deviation had resolved, the fatigue, pyrexia, premenstrual syndrome, dysmenorrhoea, ovulation disorder, dry mouth, tooth disorder, dry eye, mood swings, cognitive disorder, loss of consciousness, muscular weakness, disturbance in attention, adenomyosis and endometrial thickening outcome was unknown, the hypersensitivity had not resolved and the migraine was resolving. The reporter considered abdominal pain lower, adenomyosis, arthralgia, cognitive disorder, disturbance in attention, dry eye, dry mouth, dysmenorrhoea, endometrial thickening, fatigue, feeling abnormal, gait deviation, hypersensitivity, loss of consciousness, migraine, mood swings, muscular weakness, neuralgia, ovulation disorder, premenstrual syndrome, pyrexia, tachycardia, tooth disorder and vision blurred to be related to essure. The reporter commented: injuries (disability/permanent damage and required intervention) was mentioned but not specified and /or assigned to one of the events. Diagnostic results: unknown date: lab tests: results were always just fine tested for rheumatic diseases: nothing there

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw (B)(4)) on 18-may-2018. The most recent information was received on 14-sep-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower stomach pain"), fatigue ("fatigue") and loss of consciousness ("blackouts") in a female patient who had essure (batch no. 955815) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sulfonamide allergy. Concomitant products included polycarbophil calcium (fiber), vitamin b and vitamin d nos. On (B)(6) 2012, the patient had essure inserted. In 2018, the patient experienced abdominal pain lower (seriousness criteria disability, medically significant and intervention required) and arthralgia ("rheumatic-like pains in joints"). On an unknown date, the patient experienced fatigue (seriousness criterion disability), pyrexia ("fever without any clear reason (not every day, but maybe 40-50% of the time)"), multiple allergies ("new allergies nos") with dermatitis contact, asthma and gluten sensitivity, premenstrual syndrome ("pms") with migraine and panic attack, dysmenorrhoea ("period was extremely painful"), ovulation disorder ("soon ovulation"), neuralgia ("nerve pains"), tachycardia ("tachycardia"), migraine ("lots of migraine attacks"), dry mouth ("dry mouth"), tooth disorder ("dental problems"), dry eye ("dry eyes"), mood swings ("mood swings"), cognitive disorder ("cognitive problems"), feeling abnormal ("brain fog"), vision blurred ("blurred vision"), loss of consciousness (seriousness criterion medically significant), gait deviation ("could not wald straight"), muscular weakness ("could not run, as my feet would not carry me"), disturbance in attention ("hard to concentrate"), adenomyosis ("adenomyosis in uterus") and endometrial thickening ("uterine wall thicker than normal"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, neuralgia, tachycardia, arthralgia, feeling abnormal, vision blurred and gait deviation had resolved, the fatigue, pyrexia, premenstrual syndrome, dysmenorrhoea, ovulation disorder, dry mouth, tooth disorder, dry eye, mood swings, cognitive disorder, loss of consciousness, muscular weakness, disturbance in attention, adenomyosis and endometrial thickening outcome was unknown, the multiple allergies had not resolved and the migraine was resolving. The reporter considered abdominal pain lower, adenomyosis, arthralgia, cognitive disorder, disturbance in attention, dry eye, dry mouth, dysmenorrhoea, endometrial thickening, fatigue, feeling abnormal, gait deviation, loss of consciousness, migraine, mood swings, multiple allergies, muscular weakness, neuralgia, ovulation disorder, premenstrual syndrome, pyrexia, tachycardia, tooth disorder and vision blurred to be related to essure. The reporter commented: injuries (disability/permanent damage and required intervention) was mentioned but not specified and /or assigned to one of the events. Diagnostic results: unknown date: lab tests: results were always just fine tested for rheumatic diseases: nothing there. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-sep-2018: quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.